Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The device was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that she started experiencing high blood glucose on the night of (B)(6) 2016. The customer stated that her blood glucose was 479 mg/dl that night and the morning of the hospitalization it was 504 mg/dl at 4.30 am and went to over 600 mg/dl between 6.30and 7am. She was admitted to the hospital around 9am with diabetic ketoacidosis and high blood glucose of 790 mg/dl. She stated that she experienced nausea, vomiting and abdominal pain. The customer was treated with saline and electrolyte drip and pain medication. She was wearing the insulin pump at the time of the hospitalization and reverted to insulin pen since then. Current blood glucose value is 89 mg/dl. No issues were found with air bubbles or insulin leaks. She declined to check for site/insulin issues or the settings. The alarm history had several no delivery alarms when the customer had it disconnected. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.